Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device 3); additional emdr's will be submitted to represent the bard/davol composix kugel (device 1) and the bard/davol composix kugel (device 2). Note: not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2005 and (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol composix kugel (devices 1 and 2). It is alleged that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 3). As reported, the patient is only making a claim for an adverse patient outcome against the ventrio st (device 3) and two (2) composix kugel (devices 1 and 2). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿